Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would scroll through options on its own. Complainant indicated that there was no pt involvement int he reported malfunction.